Event description:
On (B)(6) 2011 at 0652, pt was intubated with suspect medical device during a code blue. Sometime afterward the ventilator started alarming because of poor volumes. Respiratory therapist suspected suspect medical device was leaking and notified an anesthesiologist. The anesthesiologist removed suspect medical device and reintubated pt using a new et tube at 0757. Pt went into asystole and was pronounced at 0803.